Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive act button due to unlocked lcd keypad connector.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump act button was not working. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump was not fall, not hit and changed battery still button were not working. The insulin pump will be returned for analysis.